Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen using the cool advantage plus applicator in (B)(6) 2021 and coolsculpting treatment to the lower abdomen using the cool advantage core applicator eight days after the date of the treatment to the upper abdomen. The patient first noticed symptoms in (B)(6) 2022, and was diagnosed with paradoxical adipose hyperplasia in the abdomen in (B)(6) 2022. Visible enlargement with clear demarcation and intense bulging could be seen in upper abdomen, above the umbillicus. Discrete nodules and firm masses were observed.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen using the cool advantage plus applicator in (B)(6) 2021 and coolsculpting treatment to the lower abdomen using the cool advantage core applicator eight days after the date of the treatment to the upper abdomen. The patient first noticed symptoms in (B)(6) 2022, and was diagnosed with paradoxical adipose hyperplasia in the abdomen in (B)(6) 2022. Visible enlargement with clear demarcation and intense bulging could be seen in upper abdomen, above the umbilicus. Discrete nodules and firm masses were observed.